Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the guide wire allegedly was found damaged post advancement through the introduction needle. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: one guidewire and one introducer needle were returned for evaluation. Blood and fluid residue were noted throughout both components. It was noted that the guidewire was missing its distal weld tip and it appeared to have broken off from the outer coil wire. No inner core wire could be seen from the distal end of the guidewire. When viewed under magnification, the distal end of the outer coil wire appeared to have a rough and granular break surface. Blunting was noted at the tip of the introducer needle and residue was observed on the needle bevel. As the distal weld tip appeared to have broken off the guidewire, the investigation is confirmed for the reported frayed guidewire. Per the evaluation results, a rough and granular break surface was noted at the distal end of the guidewire and blunting was noted at the tip of the introducer needle. Therefore, it is possible that the damage is the result of retraction of the guidewire against the needle bevel. However, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. (Expiration date: 01/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the guide wire was allegedly frayed post advancement through the introduction needle. There was no reported patient injury.